Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have broken grip cables at the yaw pulley. Further inspection found broken pitch cable and a dislodged proximal clevis that potentially contributed to the broken grip cables. Additional observations not reported by site that was found related to the primary failure: the instrument was found to have a broken distal pitch cable at the clevis hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found broken grip cable and a dislodged proximal clevis that potentially contribute to the broken pitch cable. The instrument was also found with a dislodged proximal clevis.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the maryland bipolar forceps instrument was found to have a broken top that fell off. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the top of the instrument was detached. There was no pin dislodged or sticking out. Nothing fell into the patient. No picture of the broken part could be provided.

Manufacturer narrative:
The maryland bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.